Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was constantly giving error messages. The ventilator was not on a patient at the time of the event. The service engineer replaced gui (graphical user interface) board and backlight inverter, uploaded vent software revision ak to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
"The service engineer supplied the customer with the gui (graphical user interface) board and backlight inverter, uploaded vent software revision ak to correct the issue".

Event description:
It was reported that an 840 ventilator was constantly giving error messages. The ventilator was not on a patient at the time of the event. The service engineer supplied the customer with the gui (graphical user interface) board and backlight inverter, uploaded vent software revision ak to correct the issue. The unit passed all testing and operates within the manufacturing specifications.